Manufacturer narrative:
(B)(4). Medical assessment: floseal is not intended as a substitute for standard surgical hemostatic techniques. As a consequence, if the problem were to recur, the surgeon would have to either use a new kit, or decide to use alternative standard hemostatic methods (e.g., compression, clips, sutures, etc.) To control bleeding. The missing components are not impacting the safety of the patient to be treated. Yet, the presence of a needle sticking out of the empty vial may lead to stick injuries of the personnel handling the device components. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. The complaint could not be confirmed as no nonconforming product was identified. Sample evaluation was performed based on the photo that was provided, as no sample was returned for evaluation. The photo showed that the reported component had been consumed. Based on the documented event description and additional information received, the product had most likely been consumed prior to the time when the customer discovered that most components were missing from the kit carton. However, it is unknown the circumstances in which the product was used. Although the customer stated that the box was sealed with no visible damage, the condition of the seal could not be verified as the product was discarded by the customer. Batch record review indicated that there were no abnormalities observed through batch review and retention sample inspection. The integrity of all retained components met quality requirements for lot release. No trend was identified. This complaint will be kept on file for trending purposes.

Event description:
Customer reported one individual floseal box was empty except for the thrombin vial with a blue needle sticking out. The box was received sealed with no visible damage. Customer discarded product. No patient or user injury reported. Additional information received on 27-oct-2014: according to the technician they opened the box which appeared sealed and upon opening it there was only the thrombin vial with the blue needle sticking out. The sales rep went to the user facility and took a picture of the sample, however when she left the room the box and sample were tossed; therefore, only a picture of the sample was available for evaluation. The sales rep stated that it is possible that someone used the kit and put it back on the shelf, but does not know what the blue needle was or is as it does not come with the kit and the technician also indicated that the box was sealed before they went to try and use it. Once opening it, the technician saw that it was incomplete. They used three kits afterwards without any problems. No additional information was available at this time.